Event description:
Additional information stated the patient¿s therapy was initiated the day of surgery.

Event description:
It was reported a lead was damaged during a procedure. Two days prior to report, the patient was having a stage 1 to stage 2 procedure done and it was noted the lead cap caused the #11 contact to become damaged or stripped. It was also reported impedances greater than 40,000 ohms were shown on all of the combinations which included contact #11 on the right side. It was stated the cause of the issue appeared to be related to handling. Reportedly, no attempts were made to correct the #11 contact by reconnecting, but it was stated the patient would do "fine" with the other contacts. Additional information stated the contact was believed to have been damaged when the surgeon was trying to "bury the distal lead end under the skin" during the stage 1 procedure. It was also reported there was likely additional strain placed on the contact during the removal of the temporary lead cap at the stage 2 procedure.

Manufacturer narrative:
Concomitant product: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va06ju4, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va072e3, implanted: (B)(6) 2013, product type lead. (B)(4). Potential lead damage associated with the dbs lead cap- (B)(6) 2013.

Manufacturer narrative:
(B)(4).